Event description:
There was an allegation of questionable triglyceride results from cobas 8000 cobas c 502 module serial number (B)(4). The customer repeated patient samples because they have a procedure to retest samples if the qc performed afterward was out of range. One example was an initial result of 273 mg/dl and a repeat result of 392 mg/dl. The initial result was reported outside of the laboratory. The repeat result was believed to be correct.

Manufacturer narrative:
The field service engineer found the customer recalibrated the assay, which appeared to resolve the issue. Afterward recalibration, qc results were acceptable. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the customer recalibration resolved the issue.